Event description:
The event involved a tego® connector where it was reported there was air in lines caused by the tego caps. The customer stated when the blood is returned and press reinfusion the tego will suck air and you can see it. It was reported that this is happening often. There is no report of patient involvement or patient harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
Additional information in b5.

Event description:
Additional information received by the customer stating that there was patient involvement.